Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and no delivery alarm. Customer's blood glucose level was over 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose with manual injections. Customer experienced thirst as a result of high blood glucose levels. Troubleshooting for no delivery was performed. Customer advised the device did not vibrate when they received the no delivery alarm. Customer performed the high pressure test and passed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.